Event description:
It was initially reported that the patient was in pain and needed to be shown how to use his system. It was stated that the patient forgot how to use it "because of brain injury." Less than two weeks later it was reported that the implantable neurostimulator (ins) might be overdischarged. The last time any stimulation was felt was approximately six months ago. Two physician mode resets (pmrs) were performed with no success. Another pmr was performed. Telemetry issues were reported. Two days later it was reported that the cause for the overdischarge was patient compliance. The patient had suffered traumatic brain injury and had no short term memory. Pmr was performed twice while in doctor's office two days ago with no success. The patient went home and attempted two more pmr's with no success. It was stated that the ins never helped him. He was continuing to take the same dose of his pain medication due to lower back pain. No further troubleshooting has been done since two days ago. The patient was not receiving adequate therapy and his physician would look into the possibility of a pump implant. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was reported that the patient was still having concerns with their device, and had an appointment scheduled for (B)(6). The patient stated that the battery was completely dead and would not recharge.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n313370, implanted: (B)(6) 2012. Product type: accessory. (B)(4).